Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter while inserting catheter was broken the following information was provided by the initial reporter: ¿material no. 381434, batch no. 9305339. Verbatim: it was reported that the spring broke on a catheter, leading to the catheter not advancing or retracting, and the needle went through the catheter. Per sales force: the girls went to start an IV on a patient and the spring broke. It would not let them advance or retract when they tried to advance the catheter it poked a hole in it. Please see attached picture. It was intact and no harm to the patient. I did not do a report it on this.¿

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph for evaluation. Bd received one photograph displaying a 20ga unit inside of a plastic bag. Bodily fluids were in the flashback chamber and in the catheter/adapter. The evaluation of the photo revealed the needle was partially retracted into the safety barrel and the white button was depressed. The needle had speared through the catheter tubing. Traces of bodily fluids/media are evident in the catheter tubing, adaptor and the flashback chamber which indicates that the flashback did occur. This makes it unlikely for a spear-through to be a preexisting defect. The reported issue was confirmed as the photograph showed a needle retraction failure and the needle through the catheter. Although the reported issue of needle retraction failure was confirmed, a root cause could not be determined. The needle through catheter was confirmed and the likely root cause is user related as it would be extremely unlikely for a soft kinked catheter tube to penetrate both the skin and vein. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter while inserting catheter was broken the following information was provided by the initial reporter: ¿material no. 381434 batch no. 9305339 verbatim: it was reported that the spring broke on a catheter, leading to the catheter not advancing or retracting, and the needle went through the catheter. Per sales force: the girls went to start an IV on a patient and the spring broke. It would not let them advance or retract when they tried to advance the catheter it poked a hole in it. Please see attached picture. It was intact and no harm to the patient. I did not do a report it on this.¿